Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment. Unit had broken battery tube threads. Reservoir tube lip was inspected and no anomaly was noted. (B)(4).

Event description:
Information received by medtronic indicated that the battery case was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.